Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had a blank display after the battery was replaced. Customer's blood glucose was 247 mg/dl. After troubleshooting, the display returned. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.